Event description:
Per the clinic, the receiver/stimulator package migrated. Subsequently, the patient underwent surgery (B)(6) 2015 to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.